Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the locking ring was found to be detached from the cup and found to be loose in the box. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.

Manufacturer narrative:
One of two suture wires from a zca all poly acetabular cup was returned for evaluation. As returned, the diameter of the wire is conforming to print specifications. Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the event can be traced to a manufacturing deficiency. A corrective action was opened to address this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.